Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture (loc) due to dislodgement of the lead. The patient was brought into clinic and the sensitivity was changed, with undersensing still present. The ra lead was not capturing at maximum output. The programming was changed and a lead revision was recommended. Subsequently a revision procedure was performed and this ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture (loc). The patient was brought into clinic and the sensitivity was changed, with undersensing still present. The ra lead was not capturing at maximum output. The programming was changed and a lead revision was scheduled for this patient. This ra lead remains in service. No adverse patient effects were reported.